Event description:
A vaxcel standard port was placed for therapeutic purposes on an unknown date in 2004. Approximately a few days later, it was reported there was leaking around the seal between the septum and the port. It was reported the physician may have been "power-injecting" through the port. The port was replaced.